Event description:
It has been reported that the system shut down during a procedure and could not restart the system. No harm to the patient has been reported to philips. The x-ray tube was replaced and calibrated to resolve this issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got shut down and unable to restart the system. The fse performed xray tube grid switch diagnostic test which was failed by showing value was too high. Also tried with grid switch other cable bnc connection at x-ray tube which was also failed. The fse replaced the x-ray tube and calibrated. After replacement of the x-ray tube and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.